Event description:
Baxer exactamax 2400 valve set (ref (B)(4) output port connection (plastic piece at the end of the tubing that connects to the tpn (total parenteral nutrition) bag) fell out of the tubing twice while pumping a tpn. When it fell out the first time, the whole tubing set was then replaced. That lot number is officially unknown. The second valve set this happened to was lot #60650581. We had a bunch of this lot number in our stock bin, so was likely the lot number for the first valve set used as well. Pt: 4582. Device: 2907. Reference report:mw5176805.